Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be a failed speaker. The rear case which contains the speaker was replaced.

Event description:
It was reported that a spectrum pump had no audio during therapy in the acute care area (medication, programmed amount and delivery rate unknown). It was stated that there was a 5 minute delay in therapy while the pump was being swapped out. It was also reported there was no patient injury.